Manufacturer narrative:
One device was returned for analysis of complaint that the device pumped excessively, including excessive bolus delivery, even though bolus delivery was not enabled according to the settings. No abnormalities detected on review of event history. Visual and functional testing was performed. Delivery accuracy tests were performed, and it was determined that the pump was functioning properly and within specifications. The problem reported by the customer could not be reproduced at the time of investigation; bolus delivery was tested and only occurred when the bolus button was pressed. The pump is functioning properly.

Event description:
It was reported that the device pumped excessively, including excessive bolus delivery, even though bolus delivery was not enabled according to the settings. Additionally, the power supply unit had no voltage. The event occurred during setup. There was no patient involvement.